Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA. This report is of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. During a call with baxter customer services the following was reported. On an unreported date in (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as the sample was not returned for evaluation. The cause of the peritonitis could not be determined. No device malfunction or use error was identified.